Event description:
It was reported that "during a surgical procedure, a piece of the insulative sheath on the es active electrode, broke off and fell into the surgical site. It was successfully retrieved. The procedure was not compromised and the pt was unaffected.